Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low blood glucose. Customer's blood glucose level was 49 mg/dl. Customer advised they felt fine and just wanted their low blood glucose to be documented.